Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent radiation treatment which caused the device to go into fallback mode. Technical services (ts) discussed that programming is limited and the device should be explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated this device was explanted.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.